Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as there was no problem found with the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phaco power stops when starting to sculpt. The staff tried a different handpiece, re-tightened the tip and tuned the handpiece with no resolution of the issue. Additional information has been requested.